Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis and high blood glucose of 689mg/dl. It was stated that the events leading to her hospitalization was vomiting, shortness of breath, and nausea. The alarm history was reviewed and found that the auto off alarm occurred once a day for the past week. No further info was provided.